Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device is blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/26/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects. Investigation showed that display screen was fully functional when pump was powered up. When the pum cover was removed, moisture and corrosion was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.